Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while removing air from the cartridge, the customer pulled the syringe back so that the syringe was fully retracted and the customer stated that there was "no vacuum pressure to pull the syringe back down to a neutral position after removing the air". Reportedly, the customer believed the cartridge was defective. However, the customer reported no visual damage to the cartridge. The customer's blood glucose level was approximately 180 mg/dl. A new cartridge was successfully loaded using the same needle/syringe to address the event.